Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back under the therapy electrodes. The rash was described as itchy with an open blister. The patient's physician put clobetasol propionate cream 0.5 on the reported irritation. The patient reported that the irritation had healed. There was no allegation of a device malfunction associated with the patient's skin irritation.